Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, there was no image with the 180 scopes due to a faulty patient board set. In addition, it was noted, the usb connector board was damaged, and the video connector latch was worn-out causing poor connection with the pigtails. A software version update to 4.10 from current 3.01 was also recommended. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center did not produce an image during set up for an unknown procedure. The procedure was completed with a similar device without delay. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.